Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Lar. During the first firing for rectum resection, the device did not fire. The surgeon was able to clamp the tissue and push the green button. There was no patient injury.